Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, abnormality of the pacing lead helix was suspected. It was probable that the helix got entangled during attempted placement, resulting in the helix being stretched out. The lead was removed and replaced. No patient complications have been reported as a result of this event.